Event description:
The patient contacted animas on (B)(6) 2012 alleging that he had a low blood glucose (bg) of 23 mg/dl as a result of the subject pump over delivering insulin all day long. There was no mention of symptoms with the low bg; however, the patient reported treating the low bg with 2 glucagon pens, a jar of apple juice and chocolate candy bars. At the time of the call the reporter claimed his bg was 131 mg/dl and was currently disconnected from the pump. At the time of the call, the patient reported that he paired the subject pump with a replacement meter remote at 5am that morning. At 11:40am that morning he administered a combo bolus (19.8 units) with the meter remote. The patient claimed becoming aware of the over delivery of insulin at an unspecified time after having programmed and delivered the combo bolus. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and denied any issues with the keypad buttons sticking. During review of pump history a total daily delivery (tdd) of 142.275 was listed however, it did not match up with the basal and bolus tdd's for the day. Pump history revealed a basal tdd of 21.975 and bolus tdd of 20.300. Customer support was unable to clarify why tdd showed an additional extra 100 units. This complaint is being reported because, the patient reportedly developed signs and/or symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump bolus history showed a ezcarb combo bolus programmed from the meter on (B)(6) 2012 in the amount of 19.8 units. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activities outside of normal pump use were observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and were accurately recorded in the pump history. No delivery related defects were found during testing.